Manufacturer narrative:
Taper I medwatch sent to FDA on: 15jun06 the product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper I. The reporter of the event was asked to return the prouct for analysis. Visual examination may confirm or determine another connector type associated with this report. The reporter of the event was asked to return the product for analysis. Inamed has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to inamed regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflaion of the band my occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Reported as explant to be returned. Follow up findings, port replacement due to " malfunctioning port" follow up findings, malfunction clarified as leak.